Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had initial left knee arthroplasty. Patient is experiencing extreme instability.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had initial left knee arthroplasty. Patient is experiencing extreme instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information.

Event description:
It is reported that the patient has experienced extreme instability and several falls following left knee arthroplasty. The patient underwent a nerve conduction study and an electromyogram identified mild peripheral neuropathy of the axonal type involving predominantly motor fibers. The surgeon has advised a revision for this patient, however, the patient must lose weight prior to scheduling the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient has experienced extreme pain, instability and several falls following left knee arthroplasty. These falls have resulted in injuries to her back, her tail bone and several wrist injuries. The patient currently requires a walker or cart whenever she travels, which has made her house-bound and more susceptible to panic attacks. Recently the patient had another surgery on the left leg to kill the nerves to address the reported post-operative pain, however, this was unsuccessful. The surgeon has advised a revision for this patient, however, the patient must lose weight prior to scheduling the procedure.